Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. There was no data in the share log to review. Confirmation of the complaint is undetermined. The probable cause could not be determined via product. The sensor was inserted into the arm on (B)(4) 2018. It was indicated that alternate site insertion occurred, which is off label usage of the device.